Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the left ventricular(lv) lead, diaphragm stimulation was noted. The lv lead was removed and would not flush as intended. A hole was noted on the outer insulation of the lv lead. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were insulation damage and diaphragm stimulation. As received, a complete lead was returned in one piece. The reported event for insulation damage was confirmed. Visual inspection of the lead found damage to the lead body insulation at two locations at the proximal region of the lead, consistent with procedural damage. The s-curve hump height was measured to be within product specification. Electrical testing was normal. The cause of the reported event for insulation damage was due to procedural damage.